Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the tip from yankauer broke off in patient at some point during the procedure. It¿s unknown when they tip broke off. Since it was a small piece that broke off the team was unable to find it in the patient¿s chest or surrounding areas. The procedure was only delayed long enough for the surgeon and team to perform a check to see if they could find the broken piece. The patient is recovering in the ICU. No adverse events known at this point in time.

Manufacturer narrative:
During a walkthrough in the actual line to detect potential causes, it was observed that all procedures are being followed correctly. One decontaminated sample without original package neither lot number was received for evaluation. A sample analysis was performed. As a part of analysis, the samples were visually inspected. The sample received shows a cut in the section of the suction tip. The reported condition by the customer was confirmed. The received product(s) or supporting materials does not meet specifications. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The team was working to find the likely potential causes that may contribute to the condition reported. The following most probable root causes was determined by the multifunctional molding team: the reported condition was not observed during the manufacturing process in molding area within the plant or during the packaging and shipping step. The current molding process conditions were reviewed and it was confirmed that all manufacturing procedures are being followed properly. There was no issue observed that may contribute directly to the reported condition. The sample received shows a cut made with a saw or something similar and that left cutting stretch marks in the piece. Therefore, the issue is not confirmed and the root cause cannot be determined. A potential cause of the reported condition could occur during the surgical procedure, it is very likely that the sample received had very close contact with the cutting instrument. This instrument might generate a cut or damage in the molded component. Formal investigation action being taken to address this issue. The root cause for the reported condition cannot be specifically identified. Therefore, corrective action will be limited to the manufacturing awareness this time. A production notification was sent to all personnel to ensure that they are aware on the condition reported by the customer. If information is provided in the future, a supplemental report will be issued.